Event description:
The manufacturer received an allegation that the device was failing a test step. There was no harm or injury reported. The device was returned to a third-party service center, the customer's complaint was confirmed, and service required codes were observed in the downloaded event log. The device's oxygen blending module board and blower were replaced to address the issue. In addition, the front and rear enclosure were replaced due to cosmetic damage and the handle was replaced due to being cracked, which were not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer